Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular fibrillation (vf) during an implantable pulse generator (ipg) replacement procedure. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.